Manufacturer narrative:
Additional information: d9 analysis found that a complete lead was returned in one piece measuring 52.0cm.the reported event of a helix mechanism issue was confirmed. The cause of the reported event was due to dried blood/tissue.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a device upgrade procedure. During the procedure, the physician had difficulty implanting the right atrial lead and attempted to implant with a longer sheath. Upon re-implantation, it was noted that the helix was extended beyond the collar of the lead. The lead was removed and replaced. The patient was in stable condition before, during, and after the procedure.